Event description:
It was reported that during a stent procedure, after stent deployment, the balloon would not deflate. Attempts to deflate the catheter were not successful and eventually, force was used to remove the catheter. The pt experienced "st" elevations and was hemodynamically unstable. Once the balloon was removed, the pt became stable.

Manufacturer narrative:
Info from section f was completed by the MFR. Evaluation summary f/u #1: the product will not be returned for investigation. Without the product to analyze it is impossible to determine the root cause of the alleged incident. There is no indication that any device defects were noted during preparation. A review of the devicde mfg records for this product lot did not reveal any non-conformities. As part of co's mfg and quality process all stent delivery systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. This MDR is considered closed by the qa dept.